Manufacturer narrative:
Additional, changed, and/or corrected data: d9. H3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening and broken device assessed as fold flaw opening also observed missing piece of shell assessed as inconclusive. As per the investigation procedures, non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "prosthesis shows obvious signs of intracapsular rupture¿. This is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "prosthesis shows obvious signs of intracapsular rupture¿. This is for the left side. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.